Event description:
Boston scientific received information that the patient with implantable pulse generator had shortness of breath and presented with a pericardial effusion. The implanting physician requested a device check to confirm lead parameters. The device was interrogated and all lead parameters were similar to the previous check results. No further management was requested from the physician. The lead and device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.